Manufacturer narrative:
Livanova USA manufactures the aortic root cannula. The event occurred in colombia. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Device not available.

Event description:
Livanova USA inc has been informed that, during a procedure, luer at the end of the needle was loose and the needle remained inside the body of the cannula. To remove the needle, medical team used a second needle. There is not report of any patient injury.

Manufacturer narrative:
The DHR review highlighted that the lot whose claimed product belong to was released as conform according to specifications. No similar events were recorded on the same lot involved by reviewing the complaints database. Furthermore, since the units built in the lot manufactured in december 2021 were (B)(4), the reported event can be attributed to an isolated case. Therefore, a systematic deficiency of the product quality can be excluded. The unit was not available for further investigation at the manufacturing site, however a comprehensive photo was provided as evidence of the defect, showing the detachment between the two components involved. Based on the available information, it cannot be excluded that an isolated manufacturing deviation occurred during the assembly phase enhanced by process variability. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.